Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that a full electrode impedance check intra-operative showed normal impedances, all were green checkmarks. The rep reported that in pacu, they were getting an alert about impedances and upon a full impedance check there were issues with several contacts. The rep wasn¿t currently with the patient/tablet, so they couldn¿t provide actual impedance values but provided the following about the measurement in the pacu: reference 0 - all wereover 40k contacts 1, 2, 8 and 10 were possible opens contacts 9 and 11 were possible shorts contacts 0, 3, 4 and 5 were "do not use" the rep reported that they programmed the patient on the contacts that were available for use and the patient was getting great coverage. The rep discussed the situation with the physician and resident. It was reviewed that patient changing positions from the operating room to the pacu may have affected impedances and they may need time to normalize. It was reviewed to leave everything as is and recheck impedances when the patient comes in for a post-operative appointment. No further complications were reported.

Event description:
Additional information received from the manufacturer representative reported that the cause of the impedance issues were not determined. No actions were taken to resolve the issue as the next day impedances were checked again and it was found that there were no impedance issues.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.